Event description:
It was reported that the managed ventricular pacing (mvp) caused a disturbance in the patient's heart rhythm which led to episodes of fatigue and syncope. The device was reprogrammed and remains in use. Additionally, further the patient will undergo further follow up with an echocardiogram and an electrocardiogram. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.